Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('pelvis x-ray shows linear metallic material in pelvis in uterus topography/ essure is not correctly positioned in the patient´s fallopian tube (close to perforating internal organs)') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (at age 13) in (B)(6) , multigravida, parity 5 and abortion (one). Previously administered products included for an unreported indication: ciclo21 in (B)(6). On (B)(6) 2014, the patient had essure inserted. In (B)(6) , the patient experienced amenorrhoea ("no menstruation") and headache ("intense headache"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation ("uterine inflammations"), pelvic pain ("pelvic pain"), uterine pain ("pricking sensation in the uterus"), abdominal pain lower ("abdominal pain lower after essure insertion procedure / strong cramp-like pain in lower abdomen"), abdominal distension ("distension"), menorrhagia ("considerable and intense increase in menstrual flow / menstruation with clots/ getting until 15 days in menstrual period"), dyspareunia ("pain during intercourse"), back pain ("low back pain"), general body pain ("pain generalized"), pain upon movement ("severe pain when bending and doing physical activities"), vaginal discharge ("vaginal discharge with an intense smell / strong odor from the vaginal fluid"), vulvovaginal pruritus ("pruritus vaginal"), adenomyosis ("suspicion of adenomyosis"), coital bleeding ("bleeding during and after intercourse"), oedema ("edema"), breast pain ("mastalgia"), pain in extremity ("leg pain"), peripheral swelling ("swelling of legs"), hypoaesthesia ("numbness"), tremor ("tremor"), fatigue ("fatigue"), loss of libido ("absence of libido"), arthralgia ("pain in the articulations"), mood altered ("alterations of mood"), alopecia ("hair loss"), intra-abdominal fluid collection ("fluid in the abdomen"), depression ("depressive degree") and anxiety ("anxiety symptoms / anguish"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, uterine pain, abdominal pain lower, abdominal distension, menorrhagia, amenorrhoea, dyspareunia, back pain, headache, general body pain, pain upon movement, vaginal discharge, vulvovaginal pruritus, adenomyosis, coital bleeding, oedema, breast pain, pain in extremity, peripheral swelling, hypoaesthesia, tremor, fatigue, loss of libido, arthralgia, mood altered, alopecia, intra-abdominal fluid collection, depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, amenorrhoea, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, dyspareunia, fatigue, general body pain, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, oedema, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine pain, vaginal discharge, vulvovaginal pruritus and pain upon movement to be related to essure. The reporter commented: patient wanted to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel allergy test result: 2.99 mcg/l (reference value: 0.6 to 7.5 mcg/l). Computerised tomogram head - in (B)(6) 2019: normal. X-ray of pelvis and hip - on (B)(6) 2014: distance between devices: 4.0 cm; on (B)(6) 2020: pelvis x-ray shows linear metallic material in pelvis in uterus topography; essure is not correctly positioned in the patient´s fallopian tube. The device was fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('pelvis x-ray shows linear metallic material in pelvis in uterus topography/ essure is not correctly positioned in the patient´s fallopian tube (close to perforating internal organs)') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (at age (B)(6)) in 1985, multigravida, parity 5 and abortion (one). Previously administered products included for an unreported indication: ciclo21 in 2005. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced amenorrhoea ("no menstruation") and headache ("intense headache"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation ("uterine inflammations"), pelvic pain ("pelvic pain"), uterine pain ("pricking sensation in the uterus"), abdominal pain lower ("abdominal pain lower after essure insertion procedure / strong cramp-like pain in lower abdomen"), abdominal distension ("distension"), menorrhagia ("considerable and intense increase in menstrual flow / menstruation with clots/ getting until 15 days in menstrual period"), dyspareunia ("pain during intercourse"), back pain ("low back pain"), general body pain ("pain generalized"), pain upon movement ("severe pain when bending and doing physical activities"), vaginal discharge ("vaginal discharge with an intense smell / strong odor from the vaginal fluid"), vulvovaginal pruritus ("pruritus vaginal"), adenomyosis ("suspicion of adenomyosis"), coital bleeding ("bleeding during and after intercourse"), oedema ("edema"), breast pain ("mastalgia"), pain in extremity ("leg pain"), peripheral swelling ("swelling of legs"), hypoaesthesia ("numbness"), tremor ("tremor"), fatigue ("fatigue"), loss of libido ("absence of libido"), arthralgia ("pain in the articulations"), mood altered ("alterations of mood"), alopecia ("hair loss"), intra-abdominal fluid collection ("fluid in the abdomen"), depression ("depressive degree") and anxiety ("anxiety symptoms / anguish"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, uterine pain, abdominal pain lower, abdominal distension, menorrhagia, amenorrhoea, dyspareunia, back pain, headache, general body pain, pain upon movement, vaginal discharge, vulvovaginal pruritus, adenomyosis, coital bleeding, oedema, breast pain, pain in extremity, peripheral swelling, hypoaesthesia, tremor, fatigue, loss of libido, arthralgia, mood altered, alopecia, intra-abdominal fluid collection, depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, amenorrhoea, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, dyspareunia, fatigue, general body pain, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, oedema, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine pain, vaginal discharge, vulvovaginal pruritus and pain upon movement to be related to essure. The reporter commented: patient wanted to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel allergy test result: (B)(6) (reference value: 0.6 to 7.5 mcg/l). Computerised tomogram head - in (B)(6) 2019: normal. X-ray of pelvis and hip - on (B)(6) 2014: distance between devices: 4.0 cm; on (B)(6) 2020: pelvis x-ray shows linear metallic material in pelvis in uterus topography; essure is not correctly positioned in the patient´s fallopian tube. The device was fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.